Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis due to a bowel infection. The patient was not hospitalized for the reported event. The treatment for the peritonitis included injection reflin ( intraperitoneally (ip), 1 gm, once a day), vancomycin (ip, 1 gm, once every 5 days) and imipenem (ip, 500 mg, once a day). The outcome of the peritonitis was unknown. Pd therapy was ongoing. No additional information is available.